Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the kwire broke within the one of the guide holes on the drill template. The kwire was successfully removed from the template using a drill bit. The drill bit broke in the removal process. This is 1 of 3 reports for the same event, complaint # (B)(4).

Event description:
This is 1 of 3 reports for this complaint (B)(4).

Manufacturer narrative:
An additional evaluation was conducted by synthes (B)(4) and the report indicates: our investigations have shown that the drill template has been manufactured according to the given specification. It is clearly visible that the guide hole got slightly damaged from the k-wire. This is indicative of too much mechanical force being applied during insertion may have played a part in this occurrence. There has not been a single complaint with this article so far. Further, CAPA determination was completed and no further corrective action is required. Placeholder.